Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a trial patient. It was reported that the patient's trial started three hours prior to the report. They drank 2-3 glasses of liquid, but they couldn't pee. It was found that they couldn't feel stimulation and they didn't have the therapy on. They turned the stimulation on and was feeling stimulation comfortably. There were no further complications reported or anticipated.